Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 356 mg/dl. The customer was hospitalized for the high blood glucose but did not provide information about the hospitalization or treatment. The customer stated they had issues with the tubing coming out. The customer was sent new infusion sets to resolve the issue. The customer declined to troubleshoot the high blood glucose. The customer did not return the product back for analysis.